Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a right atrial (ra) pace impedance measurement of greater than 3,000 ohms was observed for this cardiac resynchronization therapy pacemaker (crt-p). It was noted by a health care professional (hcp) in latitude nxt that this patients ra lead was fractured however, a review in medical records and latitude nxt revealed this patient has no ra lead. Technical services (ts) discussed that if no ra lead is in use, to turn off atrial daily lead measurements. This crt-p remains in service. No adverse patient effects were reported.